Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had replace battery alert. Customer stated that they did not receive a low battery alert prior to the replace battery alert and it was the second occurrence of the replace battery alarm. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.